Event description:
Reporter indicated that the patient was experiencing an increased seizure frequency, following the patient's last battery replacement. The patient's device had been programmed to 2.25ma prior to the replacement, the patient is now programmed at 0.5ma. X-rays were taken and sent to the manufacturer for review, but no anomalies that could contribute to the increased seizures was noted. All attempts for further information have been unsuccessful to date, and thus the relationship between the increase in seizures and vns therapy cannot be determined.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devices. Review of x-rays by the manufacturer did not reveal any gross lead discontinuities.